Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference#: (B)(4).

Event description:
A site reported to rxsight that a patient's light adjustable lens (lal, sn: (B)(6), +20.5d) was implanted on (B)(6) 2025. After 2 light adjustments, the patient reported visual disturbances and blurred vision. On (B)(6) 2025, the lal was explanted due to visual disturbances, blurry vision and subluxation.